Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, the device failed to cross and when the balloon was inflated, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.